Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing post ventricular pacing. Re-programming was performed in the clinic setting, the lead remains in use, and no patient complications have been reported as a result of this event.